Event description:
Procedure type: billroth I reconstruction. According to the reporter: after several firings, when handle was pulled for next firing, the handle jammed in a firing position with a cracking sound. The jaw did not open as well. The operator removed the jaw from the vessel and used an ultrasonic device to control the bleeding. The instrument was removed by holding the vessel by a hand-instrument and then the clip applier was slowly removed. There was tissue loss. Operative time was not extended by more than thirty minutes. There was no blood loss of over 500cc.

Manufacturer narrative:
(B)(4).